Manufacturer narrative:
(B)(4). Method: film. Results: endoleak. Aneurysm morphology changes, as seen with the angulated devices. A bifurcated stent graft was not used. The cause of the device separation could not be determined. Conclusion: endoleak. Aneurysm morphology changes, as seen with the angulated devices. A bifurcated stent graft was not used. The cause of the device separation could not be determined.

Event description:
An aneurx and endurant cuff stent graft system was implanted in a patient for the endovascular treatment of a 50 ¿ 55 mm diameter abdominal aortic aneurysm. The patient had a very small 12 mm diameter distal aorta and this is the reason there a bifurcated stent graft was not used. The aneurx 20x20x55 was implanted first, the 20x20x40 second and the endurant 25x25x70 third as the proximal most stent graft. There was anterior proximal angulation of 45 degrees and caudal distal angulation of 50 degrees. It was reported that during a routine follow-up the proximal cuff was found nearly separated from the distal aneurx 20mm device. There is likely a junction leak although with no contrast it is not possible to confirm. The aortic aneurysm has not grown in size. The endurant aortic cuff and aneurx 20x20x55 are well anchored in the tissue. With the aortic angulation the endurant and 20x20x40 aneurx cuff have nearly separated. An endurant 24x24x82 stent graft was implanted to overlap the previously implanted and successfully resolved the stent graft separation. No additional clinical sequelae were reported and the patient is fine. Review of returned films 2-years post-implant revealed that the distal aneurx cuff had separated from the proximal 2 cuffs. There is approximately 60deg a-p angulation seen between the separated cuffs. Since contrast was not used, the likely type iii separation endoleak could not be assessed. The two proximal cuffs were overlapping by 2.5-3cm, with the endurant cuff positioned just below the renals. The maximum diameter aaa was 5cm and the distal aorta was 13x14mm with calcification. The cause of the device separation could not be determined. The amount of overlap at implant is unknown and earlier post-implant images were not provided. Aneurysm morphology changes, as seen with the angulated devices, may have contributed.